Manufacturer narrative:
A ge service representative performed an investigation. The x-ray tube and high voltage tank were evaluated and replaced. A complete filament and generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported intermittent kv on in error message. The kv on in error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.